Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown, due to insufficient battery power, after low battery alerts and alarms had occurred. The customer also reported being unable to charge the pump. During troubleshooting the customer was instructed to use a different wall adapter. The customer was able to successfully charge the pump using the different wall adapter. The customer's blood glucose (bg) level was impacted (527 mg/dl). The customer delivered a manual injection to correct elevated bg level. In addition, the customer reportedly had an issue loading a new cartridge onto the pump. The customer declined to troubleshoot with tandem technical support and the reason for the issue during load was unable to be determined. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.